Event description:
It was reported that the patients ipg was not communicating with the remote control and was difficult to charge after having a non-device related surgery. It was also noted that the patient was no longer feeling stimulation. The patient underwent a battery explant procedure and was doing well post operatively. The explanted device will not be return per facility.